Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited intrinsic amplitude out-of-range (oor). Moreover, it was suspected that the lead may have dislodged. Boston scientific technical services (ts) reviewed the data and discussed that the presenting electrogram (egm) showed a very early signal that was sensing before the atrial signal. Furthermore, the clinician will discuss further with the physician. The lead remains in service. No adverse patient effects were reported.